Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable bil-d gen.2 (bild2) results from two patient samples tested on the cobas c 503 analytical unit. Patient sample 1: on (B)(6) 2025: the initial result was 0.789 mg/dl. The repeat result was 0.312 mg/dl. The repeat result was 0.309 mg/dl. Patient sample 2: on (B)(6) 2025: the high result was 0.488 mg/dl. The repeat result was 0.161 mg/dl.

Manufacturer narrative:
The investigation included a review of the calibration, qc data, alarm trace, and reaction monitor: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The initial result of patient sample 1's reaction monitor showed a conspicuous reaction. A general reagent problem was ruled out because the calibration and qcs before the event were within the specified ranges. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation did not identify a product problem.

Manufacturer narrative:
The customer reported new questionable bil-d gen.2 (bild2) results from one patient sample tested on the cobas c 503 analytical unit. On (B)(6) 2025: patient sample 3 the initial result was 0.488 mg/dl. The repeat result was 0.161 mg/dl.